Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up transesophageal echocardiogram (tee) imaging procedure. The imaging showed that there was a device related thrombus present on the face of the closure device. The physician switched the patient from a dual antiplatelet therapy (dapt) medical regiment to eliquis, aspirin and plavix in response to this event. Four (4) months post procedure a repeat tee procedure was performed, and the thrombus was still present. Eliquis was stopped and the patient was started on warfarin and plavix. Six (6) months post procedure the patient had a fall with an injury to their face, so warfarin was stopped. A few days later the patient had another tee procedure which showed that the thrombus was present and was larger than at the previous tee procedure. The patient was admitted for further testing and that patient was diagnosed with lupus. The event is ongoing and there have been no other complications that have been reported to have occurred as a result of this event.